Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had a pressure sore under an ECG electrode due to being bedridden. The patient's nurse cleaned the wound and applied an ointment and a bandage. Follow-up indicated that the patient's sore had improved.